Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose values in the high 200s to 300s after starting the ilet pump, leading the user to request a return of the device and a change to another pump. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user-reported difficulty adapting to therapy and a desire to discontinue use of the device. Investigation included complaint handling with troubleshooting and education provided. Investigation of this case revealed no device alarms reported and no definitive device malfunction identified, with the cause of hyperglycemia unclear. It was concluded that the event represents user-experienced hyperglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.